Event description:
It was reported that an ilet user accidentally advanced to the fill tubing step before inserting and locking the cartridge during a supply change, and an agent guided the user to restart the process, rewind the pump, insert and lock the cartridge, and then proceed to fill tubing; the user then completed the supply change without further assistance. There were no reported adverse clinical effects and no changes in blood glucose. Outcomes included routine troubleshooting and user education with resolution and no alarms. Investigation included customer interview and procedural review over the phone. Investigation of this case revealed user procedural error during the supply change with no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to supply change steps.